Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer obtained lower values when scanning the adc freestyle libre 2 sensor. As a result of the unspecified lower values, the caregiver stated the customer had 3 seizures and was treated with the anticonvulsant, levetiracetam. The caregiver refused to provide additional information regarding the medical event. There was no report of death or permanent injury associated with this event.